Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. Note: events reported in: 2210968-2021-01740, 2210968-2021-01742. A manufacturing record evaluation was performed for the finished device lot number qlmauk /j496h65, and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an spinal procedure on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off the needle when the circulator opened the suture. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information is available.